Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4). Implanted: (B)(6) 2018, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (60 mcg/ml at 3 mcg/day) and bupivacaine (30 mg/ml at 1.5 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient recently transitioned care to a new healthcare provider (hcp). As a part of the new patient evaluation, the hcp ordered plain film x-rays of the thoracic and lumbar spine that were completed on (B)(6) 2021. The films revealed that the tip of the intrathecal catheter was now in the soft tissues of the lumbar spine, thus, a catheter revision surgery was planned. The cause of the catheter migration was unknown. The patient was taken to the operating room. The hcp removed the spinal segment of the existing 8780 catheter as it was outside of the intrathecal space. The hcp was given an 8782 spinal revision kit. The catheter tip was placed at the t8 level. A collet was used to reattach the spinal segment to the existing pump segment. The catheter was aspirated to remove any remaining drug from the pump segment. Per hcp order, dosing was reduced from fentanyl 10 mcg/day and bupivacaine 4.8 mg/day to fentanyl 3 mcg/day and bupivacaine 1.5 mg/day to reduce risk of toxicity/overdose symptoms. The event was resolved.